Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the device was broken, just the tip was return for evaluation and it is found with general corrosion a dimensional inspection for the drill bit ø2 qc l140 calibration 60 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2 qc l140 calibration 60 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: device history record (DHR) review conducted: manufacturing location: thermal rinsed, packaged, sterilized and released by: monument / supplier- (B)(4), release to warehouse date: 24-mar-2020, expiration date: 01-mar-2030, part number: 03.133.101, 2.0mm drill bit qc 140mm-sterile 60mm calibration, lot number: 46p1268 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all visual, packaging and sterility criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.133m101, 2.0mm drill bit qc 140mm, lot number: u349377, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance dated 6-jan-2020 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) which reports about the rust on the fragment found in the removal surgery. This pc reports about the breakage of the drill bit occurred in the initial surgery. It was reported that on (B)(6) 2021, the patient underwent an unknown surgery for a distal humerus fracture. During surgery, the drill bit broke off, but the broken fragment could not be removed from the patient¿s body, and it was decided to be left in the patient¿s body. Patient status and outcome was stable. No further information is available. This report is for one (1) drill bit ø2 qc l140 calibration 60 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.